Event description:
Facility medwatch. Pt ID ms. Same case as #6000093-2006-01019. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The target lesion was located in the mid to distal left anterior descending (lad) artery. It was predilated with a 2.5x20mm maverick balloon inflated 4 times to 10 atm's for 25 seconds, 20 seconds and twice for 15 seconds. The physician continued on to place a taxus express2 2.5x24mm drug eluting stent in the mid lad. The stent balloon was inflated to 12 atm's for 30 seconds. The 2.5x20mm maverick2 balloon was used again to predilate the mid to distal lad just beyond the taxus stent. It was inflated twice to 6 and 10 atm's for 30 seconds each. At this point, the dissection was noticed in the left main. The pt became unstable with st elevations and a drop in blood pressure. A balloon pump was placed. The physician tried to place a 3.5x16mm taxus stent to treat the dissection in the left main, but it would not pass. A 2.0x12mm voyager balloon was used to predilate the vessel and the 3.5x16mm taxus stent was successfully deployed. The pt was transferred to the or, pain free and stable. No further complications were reported.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.